Manufacturer narrative:
The investigation for the reported product damage (cannula kink) issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details noted that pump was unable to pass through the axillary graft with soft jaw clamp on the anastomosis. Once the clamp was removed, the pump was able to be inserted without issue. The root cause of the delivery issues was most likely use related as a clamp was present on the graft when attempting to insert the pump.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella 5.5 insertion was unsuccessful. During placement of 5.5 via graft on the axillary artery, the physician noted that there was difficulty passing cannula fully through the axillary introducer and graft into the artery. A soft jaw clamp remained at the anastomosis and the physician noted this possibly caused the issue. While there was no obvious sign of damage, the physician felt that a kink occurred where the motor meets the catheter while trying to insert the pump. When the clamp was taken off, the pump was passed through the graft without issue, however, while trying to place the pump in the left ventricle (lv), buckling of the wire and impella cannula occurred. The impella was removed and a new 5.5 was inserted into the lv without issue. The patient survived the event.